Event description:
It was reported that, an 840 ventilator had an oxygen sensor malfunction. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien service engineer (se) verified the malfunction and replaced the oxygen sensor. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
It was reported by covidien service engineer that there no malfunction for the o2 sensor and was replaced due to preventive maintenance. Initial report was erroneously submitted.